Event description:
Post-op operative laparoscopic left ovarian cystectomy, fulgeraton of endometriosis. Patient arrived with extensive subcutaneous emphysema face to lower abdomen. Surgeon and anesthesia providers aware.

Event description:
Post-op operative laparoscopic left ovarian cystectomy, fulgeraton of endometriosis. Patient arrived with extensive subcutaneous emphysema face to lower abdomen. Surgeon and anesthesia providers are aware.